Manufacturer narrative:
Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1414302) indicated that the device lot met all established performance criteria prior to shipment. Two balloon loss of pressure events were reported to have occurred in the same patient. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. (B)(4). See medical device report # 3004939290-2014-01067 for the first device.

Event description:
The following information was reported: very calcified vessel, balloon ruptured on pull back. Access was maintained, a second device was tried after pulling the sheath back as far as possible. Balloon ruptured again everything was removed and manual compression was applied for 20 minutes. The patient was not hospitalized. Additional information: it was reported that the balloon held pressure during prep. During prep, the black marker on the inflation indicator was fully exposed. While inserting the device, resistance was not felt, but resistance was noted during pulling back. Procedure: interventional peripheral stick. Location: at femoral head vessel size: 5-7mm.